Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has not yet informed zimmer biomet if the device is to be returned for evaluation. Unless there is a revision procedure this is not to be returned as it will remain implanted. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be tendered.

Event description:
It was reported by bfarm that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient has experienced pain without trauma. The on-set date of pain is unknown. Patient involved.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has not yet informed zimmer biomet if the device is to be returned for evaluation. Unless there is a revision procedure this is not to be returned as it will remain implanted. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be tendered.

Event description:
It was reported by bfarm that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient has experienced pain without trauma. The on-set date of pain is unknown. Patient involved.

Event description:
It was reported, that: bfarm said that a patient underwent an initial hip arthroplasty on a known date. Subsequently, the patient has experienced pain without trauma. On-set date of pain is unknown.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: a ø36 mm biolox delta head and a fractured g7 biolox delta liner were received with cmp-0777604 for analysis, due to revision after approximately 5 years and 5 months in service. Visual examination of the ceramic head shows a large region of metal transfer on the bearing surface, which suggests articulation of the component against the metallic acetabular shell after fracture of the g7 biolox delta liner. Uneven metal transfer marks around the rim and within the taper of the biolox delta head were likely caused during assembly onto the femoral stem, and/or during the revision procedure. Damage to the bearing surface of the biolox delta head was also observed in the pole region, likely caused by contact with ceramic fragments after the g7 biolox delta liner fractured. The manufacturing history records (mhrs) of the ceramic head, g7 ceramic liner, g7 bispherical shell and taperloc stem have been checked and verified that the parts were manufactured and sterilised in accordance with the applicable specifications. These devices are used for treatment. Compatibility review completed with no issues noted. A review of complaint history identified 2 additional similar complaints about the reported item(110003634) and no additional complaints about the reported item and lot combination. A review of complaint history identified no additional similar complaints about the reported item(110017332) and no additional complaints about the reported item and lot combination. A review of complaint history identified no additional similar complaints about the reported item(650-0320) and no additional complaints about the reported item and lot combination. A review of complaint history identified no additional similar complaints about the reported item(650-0836) and no additional complaints about the reported item and lot combination. The radiographic examination could not be performed as no radiographs were provided with (B)(4). Post-primary and pre-revision radiographs are required for a full assessment of the positioning, fit and alignment of components. Based on the available information and visual examination of the received components, it appears that the reported patient¿s pain and subsequent revision surgery were caused by the fracture of the g7 biolox delta liner. The root cause of the g7 biolox delta liner fracture cannot be confirmed with the information available at the time of writing this report. Additional contributing factors, including assessment of the inclination angle of the acetabular shell, cannot be discussed without the provision of post-primary and pre-revision full pelvis radiographs, primary and revision surgery notes, and additional patient information. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. Corrective or preventative action is not required as the root cause of the reported event cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00063-1, 3002806535-2022-00064-1, 3002806535-2022-00065-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by bfarm that a patient underwent an initial hip arthroplasty on (B)(6) 2016. Subsequently, the the patient underwent a revision due to pain which was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2021. List of devices: description: g7 bispherical acetabular shell 52mm , item: 110017332, lot: 3788549. Description: taperloc cementless , item: 650-0320, lot: 3722355. Description: biolox delta modular ceramic head , item: 650-0836, lot: 2016022146. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00063, 3002806535-2022-00064, 3002806535-2022-00065. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.